Event description:
It was reported that the ilet pump did not pair with the dexcom g7 continuous glucose monitor (cgm) after the cgm pairing code was entered, and the dexcom was also connected to a separate receiver. No adverse clinical symptoms reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. User support included customer care troubleshooting and education, including advising pairing timeframe, instructing the user to power off the dexcom receiver to eliminate competing connections, and directing the user to toggle the cgm setting and re-enter the pairing code. Investigation of this case revealed that a concurrent dexcom receiver connection likely interfered with the pump-cgm pairing, and the issue was addressed by disabling the receiver and retrying the pairing steps. It was concluded, based on previously established findings for similar reports, that user setup and environmental factors related to competing cgm connections were the most likely cause.

Manufacturer narrative:
Initial.